Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents or air in the tubing distal to the safeset reservoirs. The transducer sets were connected to safeset kits with in-line reservoir and a pressure administration cuff was applied. The nurses reported that after priming the tubings and completing blood draws, air bubbles were noted in the safeset tubings, distal to the reservoirs. The nurses removed the air bubbles. No air was delivered to the patients. There were no reported adverse patients effects. No medical interventions were required. Though requested, no additional information was provided.